Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci 8mm permanent cautery spatula instrument to perform failure analysis. The instrument was analyzed and found to have a broken pitch cable at the distal end. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was not evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 8mm permanent cautery spatula (pcs) instrument had a loose wire. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to used and nothing was observed out of the ordinary. Patient demographics were requested but was not provided.